Event description:
It was reported by the technician visiting the site: "caregiver placed pt on bath trolley to try and give the pt a shower. Once the caregiver attempted to secure failing she noticed the clip would not latch to the stretcher because the edge of the mattress was lapping there area needed for the clip to latch onto the stretcher properly /securely. Caregiver continued to shower the pt, when caregiver attempted to turn pt in order to wash the pts back, some of the pts weight was placed on the siderail and the siderail then opened and pt fell over." Reference MFR # 9611530-2014-00011.